Event description:
An unknown size bag of lactated ringers with pitocin was reported to free-flow on pump #2 into a pt in labor while the pump was turned off. No add'l details are known. It was noted that pt delivered the baby more quickly but no medical intervention was needed and no injury to the pt or the child resulted.